Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened button dome switch. The lcd keypad connector was not found unlocked during visual inspection. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the act button would frequently be unresponsive on the insulin pump. Customer's blood glucose was 9.3 mmol/l. The customer agreed to return the insulin pump for analysis.